Event description:
A malfunction alarm was reported with a pump. There was no reported adverse impact to the customer's blood glucose level. As a corrective action, a replacement pump was arranged by technical support, who instructed the customer to put the faulty pump into storage mode and return it using a pre-paid label within ten days. The customer was informed about using mdi as a backup insulin therapy, and these instructions were acknowledged and understood.